Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to preuse checkout verifies the battery function. When unit switches to battery, it notifies the user. If battery is depleted, ventilation of the patient can continue in manual mode.use error (battery not replaced per pm requirement, defect battery datecode e170627ab ). No reported patient injury.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in battery failure which will cause loss of mechanical ventilation. There was no patient involvement.